Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: promus premier ous mr 16 x 2.50mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. A stent strut from the most distal strut row was lifted from its crimped position and pulled proximally. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft found a kink in the mid-shaft 1.1cm measured proximally of the exchange port. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 14apr2020. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The target lesion was located in the severely calcified right coronary artery. A 16 x 2.50mm promus premier drug-eluting stent was advanced for treatment but failed to cross the lesion. The device was removed with no patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.